Event description:
Merge documentation screen completely logged out on own, registered nurse (rn) unable to login or risk losing all data. Unable to document or snap pressures. Happened at critical part in procedure when wires and atherectomy device in heart. Healthcare provider had to completely pause procedure while troubleshooting merge. Rn rebooted computer and logged in. Found hemo screen continued to run and take vital signs.